Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) integrated apd set w/cassettes leaked. This was observed during priming of the devices for peritoneal dialysis therapy. The leak was further described as ¿solution underneath the solution bag and on the floor¿ and ¿fluid inside the cassette." There was no report of patient injury or medical intervention associated with this event. No additional information is available.